Manufacturer narrative:
Product event summary: analysis found that the analyzer's patient connector was broken off.

Event description:
The analyzer that was returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.